Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found sensor with contact to be damage (broken), broken part is missing. Unable to confirm if customer received sensor in said condition due to cust returned opened/used. Also found bent sensor cannula. Unable to performed or reproduce skin irritation in lab.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences. Customer's sensor glucose was 283 and blood glucose was 164 mg/dl. Customer reported that when sensor was removed, cannula was a little bent. Customer was advised that sensor would be replaced.